Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a perforation in the mildly calcified, mildly tortuous, 75% stenosed right coronary artery. A 2.8x19mm graftmaster covered stent delivery system failed to cross due to the anatomy. A new same size graftmaster covered stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to filing the initial MDR, the following additional information was received: the device was not air aspirated before use. No additional information was provided.

Manufacturer narrative:
Device code 2017 - failure to follow instructions (device not air aspirated prior to use) a visual, dimensional and functional inspection was performed on the returned device which identified a hole in the shaft which caused a leak during testing. The reported failure to advance could not be tested as it was based on operational circumstances. It was reported that the sds was prepped inside the anatomy. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, electronic instructions for use, (IFU) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It is unknown if the IFU deviation directly caused or contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.